Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During initial implant, the stylet was unable to be removed from the left ventricular (lv) lead. A new lv lead was attempted to be implanted, however, was unsuccessful. The several attempts to implant the lead resulted in a clinically significant prolonged surgery. The lv lead was not replaced. The patient was stable.